Event description:
Information received indicates the hi-low function is drifting.

Manufacturer narrative:
The technician cleaned the hi/low drive brake assembly and degreased the components to repair the bed.